Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) declared eri (elective replacement indicator) at 32 months post-implant. It was also reported that the device had a charge time of 23 seconds with no evidence recorded in the device history of pacing or shocks delivered during the time implanted.